Manufacturer narrative:
Date sent to FDA: 06/09/2020. Additional b5 narrative: it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2018. No additional information was provided.